Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was unable to be implanted due to high out of range shock impedance measurements. Multiple attempts were made to obtain however the impedance measurements remained out of range including confirming device to lead connection. This system was then removed from the patient. Tissue was then removed form the device pocket and a new system was implanted with acceptable measurements obtained. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was unable to be implanted due to high out of range shock impedance measurements. Multiple attempts were made to obtain however the impedance measurements remained out of range including confirming device to lead connection. This system was then removed from the patient. Tissue was then removed form the device pocket and a new system was implanted with acceptable measurements obtained. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.